Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed outside the dialyzer. Estimated blood loss was less than 100cc's. Patient did not require any medical intervention. Sample has not been returned to the manufacturer.